Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, a return extremely positive alarm was generated when trying to return the pediatric patient¿s blood. Treatment was discontinued without the extracorporeal blood being returned to the patient (unspecified volume). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10 h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.